Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device was set up accordingly with no problem; however, the bands could not deploy normally when used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: additional information received on november 7, 2021 confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number is a duplicate of report number 3005099803-2021-04653. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2021-04653.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the device was set up accordingly with no problem; however, the bands could not deploy normally when used. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.